Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead that resulted in premature termination of mode switch. The lead remains in use. No patient complications have been reported as a result of this event.